Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified; deformation, crease flat, wear abrasion, brown particles on the shell, the weight the device within specification and was observed after autoclave cycle: cloudy color and bubbles. Based on the device analysis the final assessment is:no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Device has been explanted.